Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("persistent pelvic pain") and embedded device ("medical device removal / majority of the essure in length embedded within the uterine") in a 38 year-old female patient who had essure inserted (lot no. He01329) for female sterilisation. The patient had a medical history of anemia, preeclampsia, loop electrosurgical excision procedure, swelling, pelvic pain, parity 4, multi gravida, pregnancy, thyroid disorder, sickle cell anemia, seizures and postpartum depression. Previously administered products included: sumatriptan, fluoxetine and sumatriptan. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2065 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2017 as per mr : (B)(6) 2017 discrepancy noted : removal date as per argus (B)(6) 2023 as per mr : (B)(6) 2023 the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: fallopian tubes bilateral" consist of a specimen received as a 7 x 0.2 cm metallic coil, 8 x 0.7 cm unremarkable fimbriated segment of fallopian tube and a similarly appearing 8.2 x 0.6 cm segment of fallopian tube with embedded similar-appearing same size shape and metallic coil. Batch no he01329 production date 2017-03-31 expiration date 2020-03-28~. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("persistent pelvic pain") and embedded device ("medical device removal/majority of the essure in length embedded within the uterine") in a 38 year-old female patient who had essure inserted (lot no. He01329) for female sterilisation. The patient had a medical history of anemia, preeclampsia, loop electrosurgical excision procedure, swelling, pelvic pain, parity 4, multi gravida, pregnancy, thyroid disorder, sickle cell anemia, seizures and postpartum depression. Previously administered products included: sumatriptan, fluoxetine and sumatriptan. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2065 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). At an unknown time, she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure). At the time of the report, the outcome of embedded device was unknown. Essure was removed on (B)(6) 2023. The reporter considered embedded device and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus: (B)(6) 2017. As per mr: (B)(6) 2017. Discrepancy noted: removal date: as per argus: (B)(6) 2023. As per mr: (B)(6) 2023, the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: fallopian tubes bilateral" consist of a specimen received as a 7 x 0.2 cm metallic coil, 8 x 0.7 cm. Unremarkable fimbriated segment of fallopian tube and a similarly appearing 8.2 x 0.6 cm segment of fallopian tube with embedded similar-appearing same size shape and metallic coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2061 days after essure insertion and 31 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("persistent pelvic pain") and embedded device ("medical device removal / majority of the essure in length embedded within the uterine") in a 38 year-old female patient who had essure inserted (lot no. He01329) for female sterilisation. The patient had a medical history of anemia, preeclampsia, loop electrosurgical excision procedure, swelling, pelvic pain, parity 4, multi gravida, pregnancy, thyroid disorder, sickle cell anemia, seizures and postpartum depression. Previously administered products included: sumatriptan, fluoxetine and sumatriptan. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2065 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2017 as per mr : - (B)(6) 2017 discrepancy noted : removal date as per argus (B)(6) 2023 as per mr : (B)(6) 2023 the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 26-jun-2023: fallopian tubes bilateral" consist of a specimen received as a 7 x 0.2 cm metallic coil, 8 x 0.7 cm unremarkable fimbriated segment of fallopian tube and a similarly appearing 8.2 x 0.6 cm segment of fallopian tube with embedded similar-appearing same size shape and metallic coil. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : event - "medical device removal updated to essure micro-insert embedded "lot number added, reporters information patient medical history and surgical pathology reports were added product insertion and removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2061 days after essure insertion and 31 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.